Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the emergency room with bradycardia and the device was not able to be interrogated. The device was explanted and replaced and the patient was stable.